Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to an implanted spinal cord stimulator lead extension manufactured by medtronic. A complaint was received on (B)(6) 2010 that a medtronic patient's lead extension was explanted because it was irritating the patient. The explanted medtronic lead extension was not returned to bsn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).